Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not return for analysis, as it remains implanted; however, an investigation has been initiated. Upon completion of the investigation, a follow up report will be filed. This report is 1 of 4 MDR's filed for the same event (reference 0001822565-2017-01952, 0001822565-2017-02059, 0001822565-2017-02060).

Event description:
It was reported that a patient has been indicated for revision due to an unknown reason. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.